Event description:
Pt called to report adverse reactions to what she believes is from her essure device. Pt stated that in 2010, she started feeling very tired, cold, and just didn't feel right. Pt said she would get blood in her urine about 1-2 times a year. She stated she had a kidney scan which found nothing wrong. Pt said in 2013, she couldn't get out of bed, was extremely tired and was finally diagnosed by her physician as having hypothyroidism, hashimoto's, thyroid cancer and osteopenia. Pt stated other symptoms she experience were: weird menstrual cycles, spotting, cramping, irregular periods, loss of sex drive, uti infections, yeast infections, dizziness, brain fog, feeling off, and bruising more easily. Pt said in 2013 she had to take 6 months of short term disability from work. Pt said she is currently unemployed due to her adverse reactions and reported she has no income and is on (B)(6) insurance for low-income. Pt said she is having difficulty finding a dr who is knowledgeable with the essure device, and is covered under her insurance. She said she would like the device removed.